Event description:
It was reported that the customer broke the holster for this insulin pump and his blood glucose was 450 mg/dl. He was treated with injection. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.